Event description:
Report received of an overdelivery. The pump was programmed to deliver zantac on the primary line at a rate of 11 ml/hr with a dose limit of 220 ml. The secondary line was programmed to deliver an unspecified fluid at a rate of 125 ml/hr with a dose limit of 300 ml. It is unknown whether the pump was programmed in the concurrent or piggyback mode. After 2 1/2 hours, the nurse noticed that the zantac bag had almost completely infused. At that time, it was reported that the primary line had infused 20 ml and the secondary line had infused 230 ml. The nurse stopped the infusion and sent the pump to biomedical engineering. There were no reported adverse patient effects and no medical interventions were required. Though requested, no additional information was provided.